Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the blade tip was broken inside the patient after an unknown error occurred several times. The fallen blade tip was retrieved from the patient. Another device was used to complete the case. There were no adverse consequences to the patient.